Manufacturer narrative:
(B)(4). The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
Customer reported an over infusion of midazolam. Stated the intended programming was for midazolam 100mg/100ml at 8mg/hr. The customer stated the ccu profile and guardrails drug midazolam 100mg/100ml were selected. The dose of 8mg/hr was entered, a "low concentration" guardrails alert occurred, was acknowledged and the infusion started. The infusion was started at 09:00am and by 10:00am, the 100ml bag was almost empty. The pt was intubated at the time of the event. No pt harm or medical intervention reported. The pt was transferred from the ed to the ICU and remains in the ICU as of (B)(6) 2013. The customer did not provide any add'l pt or event details.